Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted at implant due to paravalvular leak.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. (B)(4): paravalvular leak. Method: device not returned. Discarded by hospital. Additional manufacturer narrative: the problem was considered to be an unsatisfactory repair due to technique not due to a malfunction of the device. It was also indicated that the device is unavailable for return as it was discarded by the hospital and no operative report is available. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.